Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event(s) was identified which occurred during the therapy initiated on (B)(6) 2013 at 11:58:23. During night drain cycle four, the patient's ultrafiltration reading was 1181ml, indicating the home patient (hp) drained 1181ml more than their maximum programmed fill volume of 1500ml..no additional information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was confirmed through the review of the event history logs. The cause was determined to be one or more cycles advancing to the next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a follow-up report will be submitted.